Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had pushed all the insulin out of the filled cartridge during the load step. Troubleshooting revealed the patient's technique was correct. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during the "load" step, pump stopped immediately at 205u. The status screen reads (225) with no cartridge inserted. A cartridge was inserted and pump was primed, an "occlusion" alarm occurred after running a basal program. The pump passed force sensor calibration check. Two "no cartridge detected" alarms were recorded in alarm history and the black box. Testing was unable to complete all investigation steps. The pump was opened and inspected, and one component of the force sensor circuit was found to be misaligned. No other damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.